Event description:
It was reported that stent damage occurred. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the stent strut was lifted during insertion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.